Event description:
It was reported that a competitor's lens tore in the injector. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: an injector lot number search was performed and one similar complaint was found. A cartridge lot number search was performed and one similar complaint was found.